Event description:
It was reported that the right ventricular lead exhibited loss of capture during a clinic visit. The lead was extracted and replaced. A portion of the lead was broken off and remained in the right ventricular apex. The procedure was completed successfully without adverse consequence to the patient.